Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Review of system logs could not confirm the fault occurred in the field. During visual inspection, the unit had no significant scratches or dents, and the front bezel was in decent condition. The erbe unit fuses were replaced with new 8a fuses, but erbe would still not power on. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an electrical/fiberoptic defect on the erbe. This issue can be resolved by replacing the generator.

Event description:
It was reported that during a training or demo of the da vinci system customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the erbe generator was not turned on and appeared to have no power. Caller verified the power cord was securely seated into the back of the generator and in a known working outlet. Caller stated that previously they were "over-applying" energy with the unit and it started to fizzle out and turned off, they restarted it once, it worked for a little while and then fizzled out and turned off. They were unable to get it to power back on. There was no report of patient involvement.